Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that ifosfamide was infusing through a line with a texium at a rate of 25cc/hr with a start time of 12:30 on (B)(6) 2018 intending to infuse for 24 hours. The infusion did not complete until (B)(6) 2018 at 18:45, infusing approximately 6 hrs longer than expected. There was no patient harm...

Manufacturer narrative:
The customer¿s report of the infusion not completing in 24 hours was supported by the pcu event log. The log analysis showed the user programmed a 24-hour infusion of ¿ifosfamide + mesna¿ (less than 10 grams) with a drug amount of 3340mg and a diluent volume of 600.2ml. The infusion started 12:23pm at a calculated rate of 25.0083ml/hr. The infusion completed on (B)(6) 2018 at 12:30pm after the programmed duration of 24 hours was reached. At this time, a calculated volume of 600.203ml infused. (The infusion completed approximately 7 minutes after the 24 hour duration because the user paused the device three times.) When the pump entered kvo mode, the user changed the vtbi to 75ml and restarted the infusion. 3 hours later, at 3:34pm, the infusion completed and the pump entered kvo mode. Once again, the user changed the vtbi to 75ml and later increased the rate to 30ml/hr. When the pump entered kvo mode at 6:29pm, the user change the vtbi, for the final time, to 50ml. Approximately 16 minutes later, after infusing 7.768ml, the user channeled off the device. The device infused a calculated volume of 600.203ml during the initial 24-hour infusion, and then the user continued the infusion for an additional calculated volume of 158.165ml. The device infused a total calculated volume of 758.368ml with a total infusion time of 30 hours, 16 minutes, and 36 seconds. No pertinent errors were observed in the pcu error log. The root cause of the infusion taking longer than expected was not determined. The pump module was not sequestered by the customer and therefore not recieved for further investigation.